Manufacturer narrative:
A getinge representative troubleshot over the phone. The end user was advised to switch to another iabp unit, or remove the fiber-optic (fo) connector and transduce the central lumen. It was noted that the current iabp unit was pumping without any other incident. The end user was considering swapping out the iabp unit and noted that the current iabp unit would be sent to the biomed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor module failure alarm. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,e1(site country),g3,g6,g7,h2,h3(device not eval provide code, if other provide code -explain),h4,h6,h10,h11. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.